Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported having a hypoglycemic event due to receiving an error message on their freestyle flash meter. The customer reported feeling extreme fatigue, dizzy and incoherent. Customer was self-treated with orange juice and a banana. The customer then called the paramedics, and they treated her with "sugar water".